Event description:
Information was received indicating that the all the settings of a smiths medical cadd solis vip pump were off. No adverse effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump settings and patient data lost error was found during testing just upon device powering up. This error occurs when the main board internal cloak battery (rtc low voltage charge) is drained. Event history log was reviewed and the error was found multiple times. Reseted and recharged the main board internal cloak battery for over 200 hours. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.